Event description:
It was reported that the patient with this lead experienced an infection. A revision was performed and the lead along with the ICD were explanted. No additional adverse patient effects were reported. The lead was not returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).